Event description:
During follow up, it was noted that there was a loss of capture and a decrease in sensing on the right ventricular lead. An x-ray confirmed that there was no insulation damage or dislodgement. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces and the helix was partially extended and clogged with dried blood/tissue. Visual and x-ray inspection of the lead revealed no anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.